Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1100 mg/dl; cause was unknown. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of insulin and saline. Tandem technical support (cts) unable to troubleshoot further as customer did not have pump at time of troubleshooting. Multiple attempts were made by cts however no additional information of release date from the hospital could be gathered.